Manufacturer narrative:
(B)(4). The facility biomedical engineer checked the diagnostic log and found an error code. It was then identified that the customer mistakenly dipped the inspiratory and exhalation filters in a cleaning solution and then tried to use the ventilator with the wet filters. This caused the malfunction to occur.

Event description:
It was reported that a ventilator malfunctioned during the power on self test (post), and went into an inoperative condition. There is no report of patient involvement.